Event description:
Va called and asked for left side motor/gearbox stating later in the conversation that it's leaking grease all over the place. Then the va said it was dripping and he thinks the seal is off.